Event description:
Reportedly, the smartview connect lost communication with the associated pacemaker since 15 march, despite several reset performed.

Event description:
Reportedly, the smartview connect lost communication with the associated pacemaker since 15 march, despite several reset performed.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as all attempts to communicate with the associated pacemaker failed since 15 march 2023. - the root-cause of the observed issues could not be fully determined. Nevertheless, it could have resulted from the combination of several factors, including: bluetooth disturbances around the patient. Memory leak issue on the smartview connect app, as such error was observed in the logs from 31 may 2023 - another hypothesis to explain the observed issues in a deactivation of bluetooth communication on the associated pacemaker.

Manufacturer narrative:
Preliminary analysis revealed a suspected memory leak issue.

Event description:
Reportedly, the smartview connect lost communication with the associated pacemaker since (B)(6), despite several reset performed. Preliminary analysis revealed a suspected memory leak issue.